Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150mg/dl and the sensor glucose was 60mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also stated that on sensor glucose was also 60mg/dl and blood glucose was below 50mg/dl. Customer mentioned that they had painful feeling on site. The sensor will be returned for analysis.